Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump locked up on her. The customer¿s blood glucose level was unknown. The customer stated that the meter at times does not connect to insulin pump and they get irritated with sensors. The customer declined to troubleshoot. The product will not be returned for analysis.